Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) mentioned that the door three was double clicking. The fse cleaned and tightened the micro switches, applied black grease and changed wiring harness. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that the bd pyxis¿ medstation¿ es auxiliary tower did not detect that the door had opened, even though an audible click was heard when the door was opened. The customer indicated that this malfunction resulted in a delay in patient care. No adverse events or patient injuries were reported in connection with this occurrence.